Event description:
It was reported to philips that the device has software update issue. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips received a complaint on the heartstart dfm100 indicating that paddle fault. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of software and paddles. The software was replaced and along with the paddles. This report is connected to the software replacement. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.